Event description:
It was reported that the patient was experiencing a shocking or jolting sensation and that the device pocket hurt when stimulation was on. It also hurt when the device was off but "not as much." It was noted that the device covered 80% of the patient's pain. The device had 2 over discharge events and the patient reportedly had to recharge frequently. Palpitations did not elicit anything and impedances were normal. A few weeks later it was reported that no intervention had been taken as of the date of the report and the simulation pattern "looked good." It was noted, however, that the patient wanted a smaller device and to have it removed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Event description:
Follow up reported the device was replaced. It was noted the patient was happy with the new system. It was also noted adaptive stimulation would be activated soon and the patient had a new recharger and patient programmer.